Manufacturer narrative:
The basis for the investigation built the log file-analysis. According to relevant log-entries it is assumed that the internal time of the device varies from the actual time. The described failure "fio2 failure", which would not affect ventilation, is not saved in the log files. During the cause of investigation - other than reported - the failure "poti: o2 unplugged" was logged, which shows that the potentiometer to adjust the oxygen concentration had failed on august 6th, 2018. Investigation of earlier similar events showed that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. In december 2016 dräger has issued a safety notice to introduce a new software which reduces the impact of this special error condition. In case of a ¿poti unplugged¿ condition the device will continue to ventilate with the last valid settings. The concerned competent authorities have been informed when this action was started.

Event description:
It was reported that during the device settings, fio2 from 55% to 40%, device start alarm "fio2 failure". Patient disconnected from ventilator, and connected to another ventilator. No injury reported.